Manufacturer narrative:
The insulin pump passed all functional testing, including the basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. However, the insulin pump did have a crack at the top corner of the display window.

Event description:
It was reported that the customer was involved in a vehicular accident due to low blood glucose, which resulted in a hospitalization with blood glucose levels of 33 mg/dl. The customer stated that there was a crack on the insulin pump but that it was not damaged at the time of the event. Nothing further was reported.